Event description:
The customer called and reported experiencing high blood glucose in the 400 to 499 mg/dl range. Customer declined to troubleshoot, stating she had a doctor's appointment coming up soon.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.